Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and did not replicate nor confirm the customer reported event. The large hem-o-lok clip applier instrument was analyzed. The instrument underwent external and internal visual inspections, and no clip loading issues were detected. The jaws/grip-tips were not damaged or bent. One in-house clip was loaded into the jaws without any issue. The instrument was also found to have a broken main tube approximately 190 mm from the distal tip. The component was broken and there may be missing pieces, but the size of the missing pieces could not be confirmed. As a result of the full break, functional testing for motion and clip application issues could not be performed. The probable root cause of the broken main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the clip did not engage correctly on the large hem-o-lok clip applier. The procedure was completed with no report of patient harm, adverse outcome or injury. There were no delays.